Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the sentinel cerebral protection system was not returned therefore returned device analysis could not be completed. Labeling review: a labeling review was performed, and evidence was found to suggest that there are no instructions in the instructions for use (IFU) advising against using the device after the expiration date. Risk review: a risk review was completed and confirmed that the events of device failure to advance, product shelf life exceeded were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of cause traced to labeling following a review of the reported event details, available information, and product record review. During a review of the IFU it was found that there was not any instruction related to the device expiration.

Event description:
It was reported that device failed to advance. A transcatheter aortic valve replacement procedure was being performed, and a sentinel cerebral protection system (cps) was selected for use. The patient's anatomy contained tortuous blood vessels and the sentinel cps could not cross smoothly. The procedure was completed with another of the same device. The patient condition following the procedure was stable. During device analysis it was identified that the device was used past its expiration date.